Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the lead was tested in the multi-lead trialing cable (mltc) and contacts 0-7 showed greater than 10000 ohms. The healthcare provider (hcp) reported seeing a fracture. That lead was damaged during the explant procedure; it was removed in several pieces and the hcp did not want to send the lead back for analysis. A new 5-6-5 lead was implanted. The impedances looked good in the operating room and the patient had good coverage. After surgery, impedances greater than 20000 ohms were reported on contacts 7, 8, and 9. The patient was getting good therapy and was not programmed on any of those electrodes. No further follow-up was required as the patient was receiving good therapy.

Event description:
Additional information received reported the patient was scheduled for a revision on (B)(6) 2015 to disconnect the battery and test each lead individually to see if impedances are good or bad from the lead. If the lead is bad they will replace and if the lead is good they will replace the battery. Results from the x-ray were unknown and reprogramming was attempted but not successful. At the time the patient was not receiving effective therapy or feeling stimulation.

Event description:
It was reported the patient¿s stimulation stopped working on (B)(6) 2014. The patient had called the manufacturer representative and they increased the stimulation to 10.5v using the patient programmer but they were not feeling any stimulation. The lightning bolt was on the patient programmer confirmed the stimulator was on. Initially the patient felt stimulation that was very weak then it disappeared altogether. The patient met with their manufacturer representative on (B)(6) 2015 and an impedance check showed greater than 20,000 ohms on all pair except with electrode 1. At that appointment they were able to program around some of the electrodes to gain some coverage although it was not as adequate as it had previously been. The cause of the event was unknown however the patient has had multiple car accidents that aggravated their back and physical therapy that included ultrasounds since (B)(6) 2014. The patient again lost therapy on (B)(6) 2015 and was scheduled x-rays on (B)(6) 2015. They were going to meet with a neurosurgeon on (B)(6) 2015 to discuss possible revision.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2012, product type: lead. (B)(4).